Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was shopping when she lost consciousness. The patient felt weak prior to passing out. The patient cgm value was not noted at this time. The staff at dollar general called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was tested. No specific value was reported but it was mentioned that the cgm device was reading higher than the patient¿s bg meter value. The patient was treated with liquid glucose. The patient was not taken to the emergency room (ER). But ems stayed with the patient for about an hour and then took the patient home. The last bg meter reading before ems left the patient was 196 mg/dl while the cgm was reading 173 mg/dl. The patient replaced her sensor. She was feeling ¿better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.